Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the icn staff; the monitor did not alarm or produce sound at a critical moment. This was reported to have occurred from the evening of (B)(6) 2019, around 3:00am. It should have been a red brady alarm. No adverse event or patient harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.